Manufacturer narrative:
No product has been returned for evaluation. We are unable to determine if any product condition could have contributed tot he patient's infusion site infections. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she had infections at the insertion with every pod. She wore pods on arms, abdomen and hips/buttocks. She used steroid and anti-biotic creams as well as oral antibiotics.